Event description:
Healthcare professional reported approx two months after injection with unspecified juvederm volume in the cheeks, perioribital area, and jowls pt developed an unrelated "urti" (upper respiratory tract infection) and their face subsequently became red and swollen with palpable hard lumps where the filler had been injected. The healthcare professional believed the pt's inflammation was related to an infection or an "autoimmune reaction "; the "fact that all injection sites appeared to be affected" led the healthcare professional to "sway... Towards an autoimmune reaction". The pt was treated with 2 weeks of antihistamines, "hyalase" multiple times, and antibiotics. Pt has "some minor redness but well tolerated the pt [is] happy with outcome".

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of "redness, swelling, hard palpable lumps. Infection, inflammation and hypersensitivity" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.